Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that noise and oversensing was observed on the (B)(6) 2025 on the right ventricular (rv) lead. Programming changes were made. The patient was stable before, during, and after programming changes.